Manufacturer narrative:
The reported allegation of the spacer breaking into several pieces during the implant procedure was confirmed. Device analysis performed on the returned superion indirect decompression spacer revealed that the spindle cap was completely sheared off from the implant body. The probable root cause was caused by unintended use error. Detachment of the spindle cap was due to excessive force, likely caused by deployment against resistance (bone) or manipulation of the position of the spacer by gear shifting the inserter.

Event description:
It was reported that during a superion indirect decompression spacer implant, the spindle cap popped off while the physician was tightening it with the driver. The device was non functional and fell apart in several pieces. The implant procedure was completed successfully using a different spacer.

Event description:
It was reported that during a superion indirect decompression spacer implant, the spindle cap popped off while the physician was tightening it with the driver. The device was non functional and fell apart in several pieces. The implant procedure was completed successfully using a different spacer.